Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
The luer lock part broke off the catheter into the 50ml syringe that we use to draw fluid for labs. Since it broke off we had to put a new catheter in so we could use the 3way for the thoracentesis.

Manufacturer narrative:
Additional information: (h) added report number. Correction: (e) FDA notified? Yes. Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.